Manufacturer narrative:
This report is submitted on june 16, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to csf leakage and wound breakdown. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 21, 2022.